Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No scroll bar or ramping numbers without button press noted during testing. Analysis inspected the insulin pump and no trace of moisture damage found on the electronic or motor assembly. The insulin pump had cracked case lower corners of display window and scratched on display window noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the menu selections were ramping up on their own. The customer also reported that the scroll bar was moving without input. The customer's blood glucose was 198 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to sweat. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.